Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the on/off button was pressed. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
The device was returned to heartsine for evaluation of a non urgent issue and it was observed the device would not power on when the on/off button was pushed. Inspection found corrosion preventing the on/off button dome from making contact with it's contact pads on the membrane panel. Clearing the corrosion resolved the issue. This device was scrapped and the customer received a replacement device.